Event description:
Customer reported the system is displaying a general system disc error and exams are being superimposed onto the next study. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive. System operates as intended.